Manufacturer narrative:
Product ID 977a290, serial# b)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a290, serial# b)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the entire system was explanted on (B)(6) 2019 due to infection and malfunction. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial #: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial #: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial #: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 22-sep-2019, UDI #: (B)(4). Product ID: 977a290, serial/lot #: (B)(4), ubd: 22-sep-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that the patient had an infected battery site. The environmental factors that may have led to this issue were unknown. They were going to remove the battery and leads and replace the leads and battery and put a new battery in a different location; however as they removed the second lead, they noticed that the lead site was also infected and they could not replaced the leads or the battery at this time. A full system explant was performed. There were no further complications reported or anticipated.